Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited oversensing. Technical services (ts) was consulted and suspected a potential lead integrity issue. Ts recommended that the patient be brought into the clinic to perform isometric maneuvers, pocket manipulation, and impedance measurements to further evaluate the concern. This pacemaker and rv lead remain in service. No adverse patient effects were reported.